Event description:
It was reported to philips that the live monitor was getting off. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system live monitor was getting off intermittently. Upon troubleshooting, fse found there was loose connection of display adapter and cable. To resolve the issue, fse resets the display adapter and display cables. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.